Manufacturer narrative:
Correction: sections b.1, b.2, e.1, e.2, e.3, g.3, & h.1. Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly elected revision surgery for a technology upgrade. The recipient was reimplanted with another advanced bionics cochlear device. The recipient¿s device was reportedly discarded and will not return to advanced bionics for analysis.